Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor device was leaking from the fill port during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: march 17, 2016 ¿ march 19, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.